Event description:
During the procedure, when the foot pedal was activated, the novasure v5 device displayed an array error. Multiple attempts were made by the surgeon to reposition the device, including adjusting both cavity length and width measurements. Despite these adjustments, the device continued to trigger both the array error and cavity assessment error. A different controller was then brought into the room, and a new novasure v5 device was opened and used. The procedure was completed successfully with the replacement equipment. No harm occurred to the patient at any time. The hologic representative was notified, and the case was reviewed with them. Per the representative, a bio bag/box will be sent for return of the device for evaluation.